Event description:
Additional tablet data was received and reviewed. The generator battery voltage was confirmed to have rebounded to 75-100% from the previously-seen 11-25%. Internal investigation identified that in some cases, pulse generators reach the 25% battery indicator earlier than expected, and later rebound to 75-100% without any significant programming changes. This behavior was determined to be due to an increased duration of high battery impedance during generator battery beginning-of-life. Based on the generator analysis and the information received to date, it can be concluded that the premature battery depletion was due to increased battery impedance, and there is no evidence of a device malfunction. No additional relevant information has been received to date.

Event description:
It was reported that the patient's generator showed 11-25% battery after 8 months of implant, which is believed to be premature depletion. It appears that after the 0.5 v offset was removed once the charge consumed surpassed 7.5%, the battery voltage dropped to the 11-25% battery status indicator range. The longevity tables were reviewed for the settings in the decoder and based on the programmed settings it is not expected that the generator would be at 11-25% at this time. Review of the remaining decoder data revealed no further anomalies that indicate a device malfunction. No known surgical intervention has occurred to date. No additional relevant information has been received to date.